Event description:
It is reported that the surgeon couldn't insert the locking nail cap straight, the tip was bent and it had considerable wear.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.